Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. Although a device was received for the complaint, no angio-seal device was present within the packaging. When the device is returned the complaint will be reopened. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. Based on the available information, it appears that the device may have been used improperly which resulted in the reported issue. However, this was unable to be confirmed and a likely cause for the issue could not be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal device involved was used during a percutaneous coronary intervention (pci). The doctor indicated that when loading the angio-seal device into the sheath he did not hear an audible click. When the angio-seal was pulled pack the device cap, there was not a second click, the angio-seal device cap continued to come back and was not caught. The doctor was able to tamp down the collagen and the closure was successful. The procedure was successful. There was no access difficulty. The patient was stable after procedure. There was no bleeding during closure or in recovery. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. No equipment or other devices were used with the product involved.

Manufacturer narrative:
Weight: requested, not available. Ethnicity: requested, not available. Race: requested, not available. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.